Event description:
Three technical error codes were discovered in the ventilator logs. The error codes indicate disabled valves, stop of ventilation and an error in the internal memory. There was no pt harm reported. (B)(4).

Manufacturer narrative:
Further info about the event has been sought. A supplemental medwatch will be submitted when the investigation is completed.

Manufacturer narrative:
The investigation of the complaint has been completed. It is based on an evaluation of received device logs. The involved control printed circuit (pc) board was discarded after replacement and not returned for investigation. Evaluation of received device logs confirms several occurrences of three technical error codes indicating stop of ventilation. One of these errors occurs as early as two weeks before the reported date of event. In addition to technical errors, there were several breathing module software errors that indicate can communication and internal memory issues. If the underlying defect appears during ventilation, ventilation will stop and the technical errors will be notified to the user by a generated high priority alarm and the corresponding technical error code. The conclusion in this matter is that the reported issue was caused by the control pc board, but the root cause could not be determine since the control pc board was discarded and not returned.

Event description:
(B)(4).